Event description:
A report was received that the patient was having to charge the ipg more frequently following a lead revision procedure where electrocautery was used. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. ((B)(4)).

Event description:
A report was received that the patient was having to charge the ipg more frequently following a lead revision procedure where electrocautery was used. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
Explanted ipg passed visual and performance tests done. Difficulty charging was confirmed as a result of aic-u1 damage, due to electrocautery usage, resulting in rapid depletion rate of the ipg.

Manufacturer narrative:
(B)(4)